Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: unknown if the lens was implanted. If explanted, give date: unknown if the lens was implanted and therefore unknown if explanted. (B)(6). Attempts have been made to obtain missing information; however, no additional information were provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was broken. No further information was provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 04/30/2018. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed loose fibers/particles and residue of lubricant material on the lens indicating that the unit was handled out of a sterile environment. Part of the lens edge was observed bent. No damage was observed on the haptics. The condition of the returned sample was consistent with a product that was handled and prepared for a surgical process. The customer's reported complaint was verified; however there was no indication of product quality deficiency. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.